Event description:
Procedure type: roux-en-y. According to the reporter: the needle kept sticking in the instrument jaws and wouldn't open or pass without considerable force. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time.

Manufacturer narrative:
(B)(4).